Manufacturer narrative:
(B)(4).batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bilateral lung transplant, the device was fired successfully. When the device was removed, the staple line fell apart. The surgeon used clips to address the issue. The procedure was completed with this device with no patient consequences.